Manufacturer narrative:
See attached.

Event description:
It was reported on 11/30/2022 by a sales representative via sems that an ar-6480 pump is reading inconsistent pressure. Case involvement, no patient effect.